Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1927bcf-45 serial/batch number (B)(6) was received for investigation. Visual inspection noted that the anchor was not returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to misaligned insertion, which involves prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16th january 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke. This was detected during a rotator cuff repair procedure on (B)(6) 2025. Ar-1922p and ar-1927ptb-45 was used to prepare bone socket. The anchor broke during insertion and no fragments were left in the patient. Patient bone quality was normal. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1927bcf-45 instead.